Manufacturer narrative:
Only the device was returned in the opened blister tray inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid nozzle. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. Only the device was returned. The condition of the lens cannot be determined because the lens was not returned for an evaluation. There was no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon went to insert lens and lens did not appear to be unfolding appropriately so lens inserter was removed and another lens was obtained for insertion.